Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor connected to the dexcom app but did not connect to the ilet, with repeated pairing attempts over approximately one hour including re-entry of the pairing code and a g7-to-g6-to-g7 toggle followed by re-pairing, after which the user was advised to contact dexcom for further troubleshooting or sensor replacement. Symptoms included no clinical symptoms. Outcomes included no impact on health. Investigation included user-guided troubleshooting and re-pair attempts. Investigation of this case revealed a failure of the ilet to establish or maintain communication with the external cgm transmitter, consistent with a communication or pairing issue between the cgm and the pump without evidence of a pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was an external cgm connectivity issue unrelated to ilet hardware performance.